Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: c.diff. The following information was provided by the initial reporter: "repeated positives on b1."

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: c.diff. The following information was provided by the initial reporter: " repeated positives on b1".

Manufacturer narrative:
H6: investigation summary: the complaint of "false positive" was reported against the bd max instrument catalog number 441916, serial number (B)(6). Customer reported that they continually received positive result for cdiff on lane b1. Field service was dispatched. Field service conducted self-test, lysis heater test, pcr test, efc, qpm on b1-b4, efc, and norm ratio and all results were within specification. Instrument was returned to the customer functional no parts were replaced nor returned to bd for investigation. The complaint is unconfirmed. The root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.